Event description:
The user facility reported a 68-year-old male undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support, there was a high-pressure purge alarm that was remedied with the use of tissue plasminogen activator (tpa). No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Pump was not returned for investigation. Data logs show a gradual rise in purge pressure over two hours with purge pressure high alarms. This trend continued for 11 hours before returning to normal specification limits. The doctor-initiated tissue plasminogen activator (tpa) after observing the high purge pressure. The cause of the high purge pressure issue was most likely biomaterial. F6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.